Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880.

Event description:
It was reported that a week after implant was placed, patient noticed the threads on the implant were showing. Soft tissue dehiscence. Implant was removed with reverse torque. Patient will return in 3 months to have implant replaced. (Threads, from description do not show being damaged only exposed threads due to soft tissue dehiscence). Tooth site: 20.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2025-01484 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.